Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient had to take antibiotics for warmth at their ins site and they had a fever with chills after he was implanted. No further complications were reported. No additional patient symptoms were reported.